Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. The reporter alleged that the pump had a short battery life issue with multiple batteries. Additionally, the reporter noted that the battery compartment threads were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the black box showed evidence of a partially charged battery being installed during battery changes, resulting in ¿replace battery¿ alarms and ¿low battery¿ warnings. Visual inspection revealed that the battery compartment was cracked and the battery compartment threads were stripped. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test cap was able to carefully attach to the pump with no issues occurring. The pump¿s current draws were within specifications. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the pump base was cracked between the case seal and the keypad.